Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). In both instances the physician and scrub tech were unable to replace the inner stylet on two different leads. Stylet won't advance.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial#: (B)(6), product type: lead. Product ID 977a260, (B)(6), product type: lead. Product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_stylet_acc, serial/lot #: unknown, product ID: neu_stylet_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the electrical stimulation leads (serial numbers (B)(6) and (B)(6)) found that there was a stylet insertion anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. Product ID 977a260, serial# (B)(6), product type: lead. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Product ID neu_stylet_acc, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was clarified the physician was unable to place any stylet back into the first lead.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), product type lead product ID 977a260, lot# serial# (B)(6), product type lead product ID neu_stylet_acc lot# serial# unknown, product type accessory product ID neu_stylet_acc, lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep clarified that a second stylet was used for the second lead.